Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a demonstration, our sales rep tried to fire, but a part disengaged and the handle could not be squeezed completely. The device would not fire. No patient involvement.

Manufacturer narrative:
This event is no longer reportable. This was created in error. If information is provided in the future, a supplemental report will be issued.